Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the power of visera video system center suddenly turned off. The issue occurred during the inspection for a cystourethral examination. The procedure was completed with the same device and no delay was noted. The customer reported the issue previously happened on an unknown date. There were no reports of patient harm or impact associated with this event(s). Patient identifier (B)(6) to is capture the unknown occurrence and the related identifier (B)(6).event occurred on (B)(6) 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the power supply is turned off occurred due to the disconnection of the power cable of the device. The cause of the disconnection of the power cable could not be identified. The following information is stated in the instructions for use which may have prevented the event: "set the power cord so that it will not accidentally come off during inspection, and do not apply excessive bending, pulling, twisting, or crushing force to it. Doing so can damage the power cord.". Olympus will continue to monitor field performance for this device.